Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that covers were damaged. It was also noted that the door switch was not engaging, therefore "door open" remained on the pendant even after closing the door. The door switch was adjusted and the covers were replaced. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that a large piece of the front panel has been broken off. There was no patient present when this issue was identified.